Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker dislodged after fixation. The device was successfully retrieved. During retrieval the device's helix sprung. There were no patient consequences.

Event description:
New information received indicated that device had been re-positioned as current of injury could not be obtained. It was also noted that the device had migrated to the coronary sinus and the dislodgement was discovered via x-ray imaging.